Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in operating room for implant procedure. During suture tie down, the right ventricular lead dislodged. The lead was not used and a new lead was successfully implanted. The patient's condition was fine post procedure and would continue to be monitored.